Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the facility rep was replacing the casters and noticed the bearings were bad.